Event description:
It was reported the pt was admitted to the hospital. The pt's symptoms included loss of consciousness. Add'l info has been requested from the hcp, but was not available as of the date of this report.